Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller unit as the hgbv valve was faulty and sticking. The device was evaluated and the reported issue was confirmed that the unit was not cooling due to the hgbv sticking. Replaced chiller unit. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration test system. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing a calibration for an error 80 (water check time out - unable to reach calibration temperature). A check of the left drain port showed more than 600 ml was in the chiller tank. Mis discussed that this was indicative of a failed chiller. Mis would provide a quote for a loaner and depot repair.

Event description:
It was reported that the arctic sun device was failing a calibration for an error 80 (water check time out - unable to reach calibration temperature). A check of the left drain port showed more than 600 ml was in the chiller tank. Mis discussed that this was indicative of a failed chiller. Mis would provide a quote for a loaner and depot repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.